Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
An additional lot number was reported (lot m006028); however, the cause of the event is not due to the cartridge. The product has not been received for eval. Should additional info be received a supplemental form will be completed.